Event description:
It is alleged that "on (B)(6) 2008 pt was involved in a motor vehicle accident which caused him to be admitted to (B)(6) ctr in (B)(6). There it was determined that an ivc filter would be implanted. On (B)(6) 2008 the cook celect filter was inserted into pt. There were no complications at that time. Pt began experiencing gastrointestinal bleeding shortly after the implant of the filter. On (B)(6) 2010 the pt was told the filter had perforated the vena cava. On (B)(6) 2010 there was an attempt to remove the ivc filter but it could not be removed due to such a high risk of death during procedure.

Manufacturer narrative:
(B)(4). Catalog #igtcfs-65-uni-celect-perm. No device, imaging studies or hosp or med records have been available. Consequently, based on very limited info it is impossible to comment on the alleged filter perforation of the vena cava almost two years after filter placement. Investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The exact root cause for the alleged perforation of vena cava cannot be determined based on the limited info provided. Cook medical will continue to monitor for similar events.